Manufacturer narrative:
(B)(4). Approximate age of device- 5 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the hospital on (B)(6) 2017 with a drop in hemoglobin to 6.9 g/dl and positive blood in stool. At the time of the event, the patient was taking coumadin and their inr was 2.9 (goal 2-3). On admission, coumadin was held and the patient was transfused with 3 units of packed red blood cells. A colonoscopy performed on (B)(6) 2017 showed the esophagus to be unremarkable, stomach with mild antritis and no obvious signs of peptic ulcer disease. A portion of gastric fundus, antrum and proximal gastric body were covered with chyme and particulate material with normal first and second portion of duodenum. Papilla was also normal. There was no blood or coffee ground material observed in the upper gastrointestinal tract. Due to the event, the patient¿s inr goal was adjusted to 2-2.5. No additional information was provided.